Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the reporter was treated in the emergency room for low blood glucose less than 70 mg/dl but over 40 mg/dl. There were no reported signs or symptoms of hypoglycemia and the reporter did not specify how the bg was treated. The patient reportedly remained on the pump. The reporter noted that the patient¿s healthcare provider had made basal rate settings adjustments. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.